Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that they had their ins implanted on "08/02", but it was not helping. It was removed yesterday, and now they would like to return the external devices. Patient stated that during the trial period, they could feel the stimulation in their neck only when bending or leaning over, but not when sitting or standing upright. Despite being reprogrammed about 5-6 times, the stimulation never targeted the neck area where they needed it most. Instead, they felt it down their arms, into their shoulder blades, and into their head, but never in the neck. The ins and leads were removed yesterday. The patient confirmed that they never got the desired stimulation since they got implanted ¿even during the trial, they only felt it in the neck when bending over. The stimulation barely reached the right spot, and the patient mentioned that even a hot shower on the back of their neck provided relief, which they couldn't feel now. The patient also reported that their pain level has increased by one, and they were getting queazy and thrown up. Agent reviewed disposal information. Pt wanted to connect with the rep to inform them that they plan to leave the device at their doctor's office. The patient stated they will leave the device at the doctor's office on their next appointment on the 2nd. Additional information was received from the manufacturer representative (rep) stating when they met with the patient he was receiving therapeutic effect for affected arms and wrist. He wasn¿t getting consistent coverage on neck. The rep reprogrammed several options to get more neck coverage.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.